Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the therapy electrodes of the lifevest. The patient's dermatologist prescribed a cortisone cream for the reported rash. During a follow up call, the patient reported that after using the cortisone cream, the rash had healed. There was no allegation of a device malfunction associated with the reported skin irritation.